Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 3.03 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.